Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys/ expiration date: 28-dec-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / dev rtn to MFR? No / mfg date: 05-jul-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds. It was further reported that post implant the patient experienced a drop in blood pressure. Pericardial fluid was confirmed which diagnosed a tamponade. Drainage was performed and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.